Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with vaginal hysterectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation with concurrent procedure of hemorroidectomy due to pelvic organ prolapse and stress urinary incontinence. It was reported that post implantation, the patient experienced pain, infection, urinary and bowel problems, recurrence and neuromuscular problems.(B)(4).